Event description:
It was reported that during an angioplasty treatment procedure in the left cephalic vein arch, "during withdrawal, ballloon ruptured, catheter withdrawn, balloon missing." The customer reported that the cephalic arch stenosis was 80%. The lesion was predilated with the 8x4 mm balloon, then the physician experienced difficulty withdrawing the balloon through the 7f sheath after the balloon burst. Retreival attempts were unsucccessful, so the procedure was terminated. The pt was sent to the hosp for exploratory surgery of the av fistula and retrieval of the foreign body. The procedure was considered successfully completed with this device. The current pt status is reported as "stable despite removal difficulties."